Manufacturer narrative:
(B)(4). Evaluation: method -(other): work order search. Medical review. Results - (other): a lens work order search was performed and there were no similar complaints found. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1-2% progressed to clinically significant cataract during the same period. Conclusion (no conclusion can be drawn): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the surgeon implanted an micl12.1 implantable collamer lens on (B)(6) 2009. A patient post-treatment follow-up form at 18 months was received and indicated the patient had developed a cataract. The surgeon's office confirmed an anterior capsular cataract was diagnosed in the left eye on (B)(6) 2010. The lens remains implanted and the prognosis is good. Va post-op 20/20 & va post-diagnosis in 20/40. Cataract surgery is scheduled for (B)(6) 2011.